Event description:
It was reported that the patient's blood glucose level reached 280 mg/dl while the pod was worn between 4 and 24 hours. Details regarding treatment were not reported.

Manufacturer narrative:
During the investigation, fluid was found to leak from a tear in the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 1.2.4 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.